Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was replaced and the system software and calibration files were reloaded. The system operates as intended.

Event description:
The customer reported that the 8800 system would not save images. No patient injury was reported.